Manufacturer narrative:
(B)(4).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the value(s) moved on their own on the settings screen. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The reported phenomenon was confirmed, and the unit was collected for evaluation. Despite not having been manipulated, the adjusting arrow button/the navigation-ring on the window screen for changing the settings value(s), which was supposed to be set in the middle of the screen, kept on changing. A manufacturer's product support engineer (pse) evaluated the device and confirmed the following: the setting change screen was entered when the issue occurred; the problem repeated; the jumping value accept and change therapy occurred without pressing a button; the ventilator output/delivered therapy changed without user input; and the user was able to change the value, accept, and cancel per the touchscreen. Cleaning information was not provided. The pse confirmed that the navigation ring reacted either intermittently or differently to the operation input. The pse determined the cause was malfunction of navigation ring. The front bezel where the navigation ring was originally installed was replaced then the issue was resolved. No other abnormality was confirmed. The product investigation lab received the part back and found there was no part malfunction. Product investigation lab found nav-ring adjust settings up and down. Power, battery, and alarm led¿s function. The accept button functions as designed. The power will shut down using the power button and touch screen. Also using power button and accept button. No issues were found with the bezel. Part met manufacturers specifications.